Event description:
It was reported that during a coronary transluminal angioplasty procedure a balloon rupture occurred. The physician was treating a 99% severely calcified and severely tortuous distal lad (left anterior descending) artery with a 2.75x12mm quantum maverick balloon catheter when the balloon was reported to have "burst at 18 atms (atmospheres) after the several times inflation." There were no reported pt injuries or complications. The pt's condition was reported as "no problem."

Manufacturer narrative:
The complaint device was not returned for analysis; therefore, product analysis can not be performed. A review of the manufacturing records for this batch has been reviewed and no issues or discrepancies were found. The records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of this event is considered to be operational context.